Manufacturer narrative:
B3 approximated.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) stated he has difficulty inflating and deflating and due to the procedure, has lost sensitivity on the underside of his penis, also that the pump bulb is extremely hard, but he can transfer fluid to the cylinders. Inflation and deflation techniques were discussed, the patient was applying them incorrectly. The patient will attempt those techniques and any concern the patient will discuss it with the physician. The ipp is currently implanted. There were no additional patient complications.

Manufacturer narrative:
B3 approximated. D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) stated he has difficulty inflating and deflating and due to the procedure, has lost sensitivity on the underside of his penis, also that the pump bulb is extremely hard, but he can transfer fluid to the cylinders. Inflation and deflation techniques were discussed, the patient was applying them incorrectly. The patient will attempt those techniques and any concern the patient will discuss it with the physician. The ipp is currently implanted. There were no additional patient complications.